Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump made a beeping noise, so the battery was changed. After changing the battery, the reporter confirmed the verify screen and the animas logo screen appeared before cycling back to the verify screen. The pump continued to emit audible tones while cycling between screens. Multiple battery changes were attempted, however the issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.